Event description:
Boston scientific received information that the patient with this right atrial (ra) lead felt stimulation in the pocket area which was timed with atrial pacing. The ra lead was found to have dislodged. The physician noted that the patient may have twiddled the lead. The patient refused a lead revision procedure and was noted to be noncompliant, thus the lead was programmed off. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.